Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during lead implant procedure, failure to disconnect issue was observed on the left ventricular lead. It was noted that the stylet could not go back through the lead. The lead was not implanted and was replaced with a new lead. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.